Manufacturer narrative:
The reported event that a leaflet "did not work as intended" could not be confirmed. The valve was returned dehydrated, with the leaflets retracted and folded in on themselves, which precluded functional testing. The cause of the reported event remains unknown. Per the instructions for use, the trifecta¿ valve is intended as a replacement for a diseased, damaged, or malfunctioning aortic heart valve.

Event description:
On (B)(6) 2018, a 21mm trifecta gt aortic valve was implanted off-label in the mitral position as the mitral valve was very small. On (B)(6) 2018, the valve was explanted due to mitral insufficiency grade iii to IV as the leaflet was not working as intended. A 21mm regent heart valve was implanted (off-label) as a replacement valve. Per report, the patient died in the evening of (B)(6) 2018 due to other complications which were not valve related.